Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported the white cloth attached to green string of the surgical pattie is staying in the patient. No patient injury reported. No additional information was provided after several attempts.

Manufacturer narrative:
The surg patxray (ID 801400) was returned for evaluation. Based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. The pattie/strip unit was inspected using the unaided eye. Samples taken from the 48 returned cards, and delamination was confirmed to be occurring in the samples. The complaint could be verified through failure analysis. Per the complaint background, pattie delamination. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished goods testing was performed prior to release as indicated in the DHR. Product was received for analysis, and the investigation could confirm the complaint. The risk remains acceptable per the risk analysis. A corrective and preventive action (CAPA) has been opened for this product issue and any actions will be captured under the CAPA.

Event description:
N/a.